Event description:
The pt has two percutaneous leads from the same lot. It was reported the pt's programs were auto-reducing. Reprogramming was able to provide some coverage but it was not as effective. It was reported the programmer "locked out" at certain amplitudes but impedances were normal. X-rays revealed no anomalies with the system. Follow-up identified surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.